Event description:
It was reported that it burns when urinates. The patient never had therapeutic effect. The patient went to the hospital because of the implantable neurostimulator (ins). The patient would like to have the ins taken out. Event 1) date: unknown, it was reported it hurts and burns when the patient urinates. Event 2) event date (B)(6) 2015, the patient was short of breath and he couldn't breathe. Event 3) event date (B)(4) 2014 since implant, it hasn't been helping the patient's symptoms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fqd2, implanted: (B)(6) 2014, product type: lead. (B)(4).